Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's history log. The device was put through extensive testing without duplicating the malfunction. The associated accessories used at the time of the reported incident were not returned to zoll medical corporation as part of this investigation. The device passed the test process, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) the device's pacer function was intermittent. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.